Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the pcb (power control board) and sent the defective part to maquet cardiopulmonary ag for investigation. The investigation determined that a faulty/damaged component was on the rpm motor control board. The component had been changed in 2010 to a new part, however the unit involved in this event (sn (B)(4)) still had the old (faulty) component installed. The part was replaced and the control board functioned correctly. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, the customer reported that for the rpm 20-320 single roller pump module, hl-20 (article number: 70102.7652, serial number: (B)(4)) they received a "runaway" error message and "error s-stop" message. The hl-20 and pump were not in use on a patient at the time of the event. (B)(4).